Event description:
It was reported that right ventricular (rv) lead exhibited high threshold at generator change. Fluoroscopy showed right ventricular lead dislodged. The lead was explanted and replaced. The patient is in stable condition.